Event description:
The customer called for help with using her contour meter. She performed a control test and received a result of 50 mg/dl. The normal control range was 106-147 mg/dl. No adverse events were alleged. Customer service attempted to contact the customer to see if she could return her test strips, but the phone number provided was not valid. No product will be returned.